Manufacturer narrative:
There is no indication of any system or component failure. The patient reports following all recovery instructions. There is no obvious cause of the device movement, migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat neck pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with leads placed in the z-axis orientation, targeting the cervical medial branch nerve. After the implant the patient was advised to use a soft cervical collar for 2 weeks and avoid excessive physical activity, including not returning to work until after the 2 week recovery period. The nalu system was activated approximately 2 weeks after implant and the patient reported not receiving the expected level of pain relief. Patient also reported some discomfort at the location of the right side implanted lead. Several attempts were made to improve therapy through system programming and were not successful. Xray imaging was performed at 5 weeks post-op and confirmed that the leads had migrated to a y-axis orientation and were possibly impacting the drg nerve, potentially causing the discomfort reported by the patient. On (B)(6) 2024 a surgical revision was performed to remove the migrated lead and place a new lead back into the desired position to target the medial branch nerve.